Event description:
According to the reporter, when a newly purchased device was unpacked and checked, the device alarmed connect cable or connect electrodes while attempting to monitor a pt simulator with the quick look function.